Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display was cracked and pixelated, preventing the user from viewing on-screen controls, while insulin delivery continued. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included device replacement logistics and user education on data sync, shutdown, and return. Investigation of this device revealed a damaged display assembly consistent with a screen break, with continued pump function indicating the issue was limited to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.